Manufacturer narrative:
Unit received with no button response due to flattened (b, esc, act and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify a47 alarm, a64 alarm and a44 alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone that insulin pump had multiple pump error alarm. Customer¿s blood glucose was 99 mg/dl at the time of incident. Customer was able to complete rewind. The insulin pump will be returned for analysis.